Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026: n/a h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was deployed at the aortic annulus after confi rmation of appropriate positioning. While withdrawing the delivery catheter system (dcs) and sheath, the dcs interacted with the valve causing it to dislodge. Subsequently, a pigtail catheter angiographic injection was performed, which confirmed adequate valve pos ition, preserved coronary perfusion, and patency of both coronary arteries. Following discussion with the attending physicians, it was decided to implant a second transcatheter aortic valve. A second valve was then prepared and successfully implanted. After implantation of the second valve, angiographic injections confirmed correct valve positioning and sustained hemodynamic stability. Per the physician, the patient's hypertrophic left ventricle and rapid movement while centering of the dcs nosecone contributed to the valve dislodgement.

Manufacturer narrative:
System reported device. Section d references the main component of the system. Other medical products in use during the event include: brand name vlv evproplus-26; product ID evproplus (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2026 ; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was deployed at the aortic annulus after confi rmation of appropriate positioning. While withdrawing the delivery catheter system (dcs) and sheath, the dcs interacted with the valve causing it to dislodge. Subsequently, a pigtail catheter angiographic injection was performed, which confirmed adequate valve pos ition, preserved coronary perfusion, and patency of both coronary arteries. Following discussion with the attending physicians, it was decided to implant a second transcatheter aortic valve. A second valve was then prepared and successfully implanted. After implantation of the second valve, angiographic injections confirmed correct valve positioning and sustained hemodynamic stability. Per the physician, the patient's hypertrophic left ventricle and rapid movement while centering of the dcs nosecone contributed to the valve dislodgement. Additional information was received that the right femoral artery was used as the access site, and a medtronic guidewire was used during the procedure. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) by 40 mm semi-compliant balloon. The cuspal overlap technique was used, and training guidance for slow deployment of the valve was followed. During deployment, the dcs was not twisted or torqued. The valve was implanted in the native annulus. Before slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. The direction of dislodgement was aortic.